Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the initial implant lead placement was not giving patient adequate pain relief. Came in (B)(6) 2021 to replace perc lead with paddle, and the hcp found a milky fluid. Reprogramming was attempted. Lead revision attempted. Future being sent. To potentially bring back for full system paddle implant if culture comes back normal. She explanted everything and sent fluid off for culture. Issue resolved.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.